Event description:
Catheter placed in femoral vein. Placement was very difficult with microflash introducer. Flow of 12ml/h; pump pressure unknown; catheter feeded with saline 0, 45%, glucose 5% and claforan IV with pump every 4 hours; catheter breakage after some hours near pink adapter; tried to remove catheter but felt resistance; catheter broke, 8-9 cm remaining in patient; had to be removed surgically; patient outcome is well.

Manufacturer narrative:
Examination of the faulty sample returned showed that the catheter had ruptured at the pink adapter. Microscopic inspection showed typical signs of a tensile break with rough surface. When the user tried to remove the catheter tubing, he felt resistance, but continued to pull. The catheter broke again after 10,5 cm from proximal. At this fragment's distal end fibrin incrustinations at a length of 5,5 cm were visible. Furthermore the fragment's distal end showed tensile elongation. The third catheter fragment finally was totally clotted, probably a consequence of its rupture and also showed a rough surface at break and tensile elongation. This is the first complaint for catheter rupture on batch no. 251013gh and the second complaint for ruptured catheters within the last three years. In the product's IFU we warn against catheter over stretching, which can result in catheter embolism.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.